Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 410 mg/dl. The customer decline to trouble shoot for high blood glucose levels. The customer states pump seems to be in a loop it keeps asking for blood glucose and it keeps telling her to calibrate and it keeps looping even though she enters blood glucose and it doesn't appear to be delivering any insulin either. Customer did a test fill and insulin came out but she changed set anyway. The customer was advised to monitor blood glucose levels. Customer was advised to turn auto mode off for an hour then turn it back on when ready and enter blood glucose or calibration whatever it needs to go back in auto mode and that should take care of loop she is in. The pump will not return for analysis.